Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was unable to communicate with external devices and patient lost therapy. As a result, surgery took place wherein the ipg was explanted and replaced to address the issue.